Event description:
Additional information indicated that subsequent oor measurements were recorded. The local boston scientific field representative reported that the patient was seen for defibrillation threshold (dft) testing. Dft testing yielded normal readings. The patient will continue to be monitored. There were no adverse patient effects. The system remains in service.

Event description:
Boston scientific received information that this right ventricular lead and implantable device displayed a high, out of range shock impedance measurement. The local health care provider (hcp) reported that the patient was seen in clinic for follow up. Trouble-shooting, including an x-ray, was performed. No issues were reported to have been identified. The patient was to continue to be monitored. Subsequent information indicated that a second high, out of range shock impedance measurement was recorded. The hcp reported that the patient will continue to be monitored. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Subsequent information indicates that the lead was explanted and replaced. The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned severed in two segments at 29 centimeters from the terminal pin. An extracting stylet was stuck inside the distal segment. The returned segments were noted to have been electrically continuous. The clinical observation was not able to be confirmed.